Event description:
In 2003, pt was replacing the tank on the regulator when the tank caught fire and burst into flames. Another oxygen tank behind the door exploded. Pt suffered 2nd degree burns. Pt was taken to the emergency room where they were treated.